Event description:
The dr was attempting to withdraw the catheter due to poor placement. While retracting the catheter it caught and was sheared off. A general surgeon was brought in to remove sheared piece. This was located and removed without further complication.